Event description:
Caller reported symptoms of hypoglycemia with a compact plus system blood glucose result of 407 mg/dl. Retest result was 36 mg/dl within 10 minutes. Customer drank some orange juice and felt better within a few minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.